Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device was returned inside the microcatheter used during the procedure. The coil was pushed out of the microcatheter using the pusher wire. It was noted that blood exuded from the microcatheter as the coil was advanced. The coil was found to be extensively stretched revealing the internal suture, the internal suture was covered in blood. The coil was not attached to the pusher wire. The coil and pusher wire were examined under the microscope and dried blood was observed coating the distal end of the coil. Inspection of the coil proximal end revealed that the coil had detached from the pusher wire at the main junction. The distal end of the pusher wire was found to have the inner coil still attached to it. It is most likely that the coil detached from the pusher wire as force was applied to the device in an attempt to move the device in the microcatheter. The presence of blood within the microcatheter and on the device are indicative that continuous flush was insufficient to prevent the back flow of blood from occurring. The directions for use state: 'in order to achieve optimal performance of the gdc 360° detachable coils, and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip infusion and guiding catheters, and c) the 2-tip infusion catheter and boston scientific guidewires and gdc 360° delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the coil detachment zone.' Based on the investigation findings it was concluded that use/user error contributed to the reported premature coil detachment.

Manufacturer narrative:
Additional information from the user facility stated that the anatomy was highly tortuous, continuous flush was maintained and force had been applied to the device in an attempt to remove it.

Event description:
The physician encountered difficulties advancing the device through the microcatheter and both were removed from the patient as one unit. When the physician attempted to remove the device from the microcatheter outside the patient, the coil broke from the pusher wire. There was no clinical consequence to the patient.

Event description:
The physician encountered difficulties advancing the device through the microcatheter and both were removed from the patient as one unit. When the physician attempted to remove the device from the microcatheter outside the patient, the coil broke from the pusher wire. There was no clinical consequence to the patient.